Manufacturer narrative:
Decision was made to recall based on an investigation which identified that the supplier anodized the screw the incorrect color. There is no possible adverse health outcome to the patient as the screw is the correct size and is low profile non-locking and can be used with the plate. (B)(4).

Event description:
It was reported that the wrong color screw was in packaging. Green colored screw was received, but gold was ordered. There was no patient involvement.

Manufacturer narrative:
Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.